Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the IFU section which state: [section 5.5 manually cleaning the endoscope and accessories] -brush the channels 1 straighten the bending section of the endoscope. Grip the channel cleaning brush part of the single use combination cleaning brush (bw-412t) or the channel cleaning brush (bw-20t) at a point 3 cm from the bristles. 2 insert the brush at a 45¿ angle into the opening located in the side wall of the suction cylinder. Using short strokes, feed the brush through the instrument channel until it emerges from the distal end of the endoscope¿s insertion section. 3 inspect whether there is debris on the bristles when the brush emerges from the distal end. Clean the bristles in the detergent solution using your gloved fingertips to remove any debris. 4 carefully pull the brush back through the instrument channel and the suction channel and out of the suction cylinder. 5 inspect whether there is debris on the bristles when the brush emerges from the suction cylinder. Clean the bristles in the detergent solution using your gloved fingertips to remove any debris. 6 repeat step 2 through 5 until no debris is observed upon inspection of the brush. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Section e1: establishment name: health checkup center, hyogo prefecture preventive medicine association the device was returned for evaluation and the customers allegation was not confirmed. It was noted that the bending angle in the up direction and the play of the up/down knob were out of standard value due to wear of the angle wire. The adhesive on the bending section rubber had a white clouded area and the paint on the scope cylinder was peeled. The scope connector was deformed and there were scratches throughout the device. The connecting tube had a dent and discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to the distributor, that the evis lucera elite gastrointestinal videoscope had black liquid coming out of the tip. It was noted that a small amount of black powder was adhered to the tip when it was wiped with a gauze. The issue was noted during inspection for use for a gastroscopy. There were no reports of patient harm associated with this event.